Event description:
A (B)(6) old male pt's aid contacted zoll customer support to report a damaged response button. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response buttons) has been confirmed. Upon evaluation, the rear response button's switch was corroded. The response button's cover was torn. The root cause for the damaged switch cannot be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.